Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead dislodged. Diagnostic testing/troubleshooting was performed  and the ra lead was explanted and replaced.  No patient complications have been reported as a result of this event.